Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right sided chest pain the night after the implant of their device system. Inconsistent right atrial (ra) lead capture and undersensing. Were noted. An echocardiogram and an x-ray revealed subsequent pericardial effusion, perforation and right sided hemothorax. The patient was admitted to intensive care unit (ICU). A pericardial window was performed and a right chest tube was inserted. The lead was reprogrammed and then revised. No further patient complications have been reported as a result of this event.